Event description:
At 6 years 11 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 february 2022. Lot 144108. (B)(4). Expiration date: 2019-07-31. No anomalies found related to the problem. (B)(4). Clinical evaluation performed by medical affairs manager: revision of a femural stem due to loosening in a female patient 7 years after implantation. No information regarding the age, the activity level and presence of comorbities is provided. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.